Manufacturer narrative:
Exemption number e2019001. The device was not returned. Exception review or similar incident review could not be performed as lot number is unknown. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for leak during device preparation. It was reported that during device preparation, the steerable guide catheter (sgc) was unable to maintain its fluid column. All steps were performed per instructions for use during prep. The device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.